Event description:
Information was received indicating that a smiths medical medfusion syringe pump was being used for anesthesia using a 50 ml bd syringe and during the procedure, the patient reported hearing 5 minutes of conversation. There were no reported adverse events.

Event description:
Additional information was received indicated that the patient received a tonsillectomy and an adenoidectomy. While in pacu, the patient stated that she could remember things during the surgery. The reported issue did not cause any patient or clinical injury.